Event description:
It is reported that when the surgeon took the double sterile package out of the box and opened the outer tyvek sheet, he found that the inner tyvek sheet and inner tray was torn. Another screw was used.

Manufacturer narrative:
Evaluation summary: it is unknown whether the tyvek lid contained the hole prior to opening the packaging. A possibility is that the inner package was damaged after being removed from the outer package. With the information provided, it cannot be confirmed that the tyvek lid on the inner cavity contained a hole when initially removed from the outer package. Even if the inner tyvek lid contained a hole through the sterile barrier, its contents would remain sterile since it is contained within a sterile outer package. Evaluation: upon receipt of the device and packaging, it was confirmed that a hole was present on the inner tyvek lid. The location of the hole did not appear to break through the sterile barrier of the inner packaging. The manufacturing records were reviewed and found to be conforming indicating that the screw was manufactured, inspected, and packaged to specification.